Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, overheating of bone, pain, swelling, implants were implanted using guided surgery and because symptoms occured so soon after implantation, the dentist suspects it was because of bone necrosis from overheating ((B)(6) are same patient).